Event description:
The customer's father called to report that his daughter took sick in the middle of the night. Her bg at the time was high with dka. Prior to her waking, the pod had initiated an alarm, but the alarm was not heard by the daughter. She was rushed to the hospital where her bg was measured to be 596 mg/dl. After 32 hours, she was released from the hospital. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.